Event description:
An altitude alarm was reported by the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer took corrective actions by cleaning the speaker holes and resetting the pump, allowing insulin delivery to resume successfully. Tandem technical support provided additional guidance to prevent future alarms, and the customer acknowledged these tips.